Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced sensor glucose versus blood glucose differences. He had a high blood glucose event of 450 mg/dl when the issues first began and he declined high blood glucose troubleshooting. He was treating off of his sensor glucose. He said that when he stopped treating for the sensor glucose, his blood glucose came down. The sensor and the pump will not be returning for analysis.